Event description:
On february 2006 a doctor informed allesee orthodontic applicances that a patient experienced an allergic reaction to the red white and blue material. The patient exhibited an allergic reaction in the form of a red, swollen tongue. The device was removed and the patient was referred to a doctor. It is assumed that the patient received medical attention for the allergic reaction.